Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The device was confirmed to be beyond its designated service life. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 15-jul-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in china within the apac region. During the pre-use inspection of the endoscope, it was found that the angulation knob was damaged. Repair was immediately requested, and the procedure was completed using another endoscope. Due to the response to this malfunction, the patient's procedure was delayed. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated d8: was this device ever serviced by a third party? - "unknown" to "yes" g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary the reported event was a broken knob. A pentax medical engineer confirmed with hospital staff that the malfunction was found during a pre-use check. No harm was caused to the patient, and the examination was completed with a backup device. The angle wire was overextended, which resulted in no angulation. Based on the investigation, a potential root cause of this failure was that the angle wire was overextended, which resulted in no angulation. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 18-aug-2025 based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 18-feb-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 21-feb-2019. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.